Event description:
A customer reported that the cutting mechanism in the probe would not function during a procedure. The issue was resolved after the probe was switched out. The case was completed with no further incidents. There was no pt harm reported.

Manufacturer narrative:
A complaint eval performed on the returned sample (25ga accurus) resulted in the following findings: visual inspection: the sample was deemed nonconforming because the inner cutter was found to be stuck in the closed port position. Surgical debris is present in the port area. Functional inspection: the sample would not activate at all, therefore, cut test could not be performed. The probe was disassembled and the components inspected. The inner cutter was found to be detected from the cutter extension tubing. Bond failure. The device history records for the component lots were reviewed. The associated lots (4) were released based on MFR's acceptance criteria. The root cause was a broken bond on the cutter/piston assembly. The adhesive between the extension tubing and the inner cutter failed. The actual sample of failed adhesive (inner cutter and extension tubing) will be shown to bonding operators for awareness of this complaint and failure mode. The surgical debris indicates the probe had been working initially. All probe components are 100% inspected by trained operators during mfg. Any nonconformance detected (such as no cutter movement) would have been removed from the lot. (B)(4).